Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding an overnight protocol started on (B)(6) 2011 in retort a using peloris tissue processor (B)(4), which failed to complete, leaving the tissue samples in ipa. The complaint advised that a protocol running concurrently in retort b completed successfully; that the blocks from the failed protocol were processed using a wax recovery program on the same peloris tissue processor after a brief drying period to remove the ipa; and that following re-processing the biopsies and smaller samples were very hard and difficult to section and the bigger, fatty tissues were soft and unprocessed. The leica field service engineer (fse) who was notified of this complaint advised the laboratory not to use the instrument until the operation and function had been assessed. On (B)(6) 2011, leica microsystems was advised that five (5) cases involved in this incident will require re-biopsy.

Manufacturer narrative:
Various performance tests designed to evaluate the operation and function of the instrument were performed by a leica field service engineer (fse) on (B)(6) 2011. The results for all performance tests conducted were satisfactory. Investigation of this complaint determined that the "factory 12 hour xylene free" protocol started in retort a at 16:51pm on (B)(6) 2011 failed due to liquid level sensor errors, which were most likely caused by reflective objects in the retort. The instrument logs show that the tissue was left in a "safe state", as the cassettes would have been covered with liquid because the retort was full of ipa. The root cause for the sub-optimal processing reported by the complainant was use of an inappropriate regimen, which did not remove residual water-based contamination, when completing processing of the tissue from the failed protocol. Processing of all cassettes was continued using the "wax recovery" protocol, comprising two wax steps of similar duration and temperature to those in the "factory 12 hr xylene free" protocol. However, the ipa which covered the tissue had a concentration of 93.6% as calculated by the peloris software and had processed 4391 cassettes, which are both outside the final reagent change thresholds set for ipa of 95.0% and 1500 cassettes respectively. As a consequence, water-based contamination from the formalin, which cannot be displaced by the subsequent wax steps, would remain in the tissue. Inclusion of an additional ste(s) involving exposure to high concentration ipa in the re-processing regimen would have been required to remove the water-based contamination from the tissue.